Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the incident occurred in the maternal and pediatric anesthesia and resuscitation unit. During the placement of the mini medline peripheral venous catheter, under ultrasound guidance, in the left basilic vein. After insertion of the needle, sliding of the guidewire without any friction, and sliding of the cannula using the wings, difficulty was encountered in retracting the guidewire, making it impossible to remove it. Detachment of the cannula from the cone is observed. The clamp is then positioned on the stump of the visible section of the cannula at the skin surface. Emergency vascular surgeons are called in, who make an incision of approximately one centimeter to extract the cannula. This complication resulted in the child requiring prolonged general anesthesia and a minor vascular procedure.